Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie lid was not closing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer full height 1 cubie c3 had errors. A field service engineer verified the error on the screen and tested the tray functionality, which showed no issues. The engineer unloaded controlled medications, deleted the cubie from the system, and released the cubie pocket. Medications were reloaded into other available cubies. A hardware test application run was performed and passed successfully. After restarting the device, no errors were displayed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie lid was not closing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.